Event description:
The device was used during a diagnostic laparoscopy procedure. Reportedly, the instrument produced shavings into the pt's cavity. The surgeon was able to complete the surgery with the instrument and remove the shavings. The hosp has reported no pt injury occurred.